Event description:
Boston scientific received information that this right atrial lead had dislodged. A procedure took place and this lead was explanted and replaced with another lead. The right atrial lead will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
.

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that prior to discovering that this lead had dislodged, it was noted that high thresholds were displayed on the right atrial lead. No additional information has been provided. To date, this lead has been explanted, returned and analyzed.